Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value was 217 mg/dl. Customer was advised to remove the battery for 30 minutes and call back. Customer called back and stated that the button error alarm returned after inserting the battery. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No unexpected black circle during testing noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.